Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no sample was received from the customer. Six photos were attached for the evaluation. On review of the photos, cuts, tears and wear were identified on the surface of the tube, causing exposure of the tube wire. No information was provided on how many times the product was used and how the sanitization process was done. One sample of our inventory was taken to try to replicate the failure mode. The sample was pulled from the connector with force, the whole assembly and adhesive stayed attached to the connector. It was not possible to break the tube. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the facility. A retrospective review of 12-month period was made for complaints originated and related to this issue and no additional complaints were identified to this lot. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the spring was breaking through exterior of trach. There was patient involvement and no patient harm reported.

Manufacturer narrative:
D4 - expiration date; d4 - primary UDI number and h4 - device mfg date: correction. D9: 12/10/2024. H6: updated. H3: six photos and two samples were provided for evaluation. During the visual inspection of the returned samples, a cut in the tube was identified, which causes the wire to be exposed in both samples. The cut is located near the joint of the tube and the connector. In addition, additional wear can be seen in the damage zone. The failure mode was able to be confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damaged components, the most probable root cause is that damage occurred after the product left the facility. The part returned has a cut in the tube, per instructions for use (IFU) can be re-processed in a patient up to 5 times and time of use up to 29 days. No information was provided of how many times the product was used and how the sanitization process was made for the part. A retrospective review of 12-month period was made for complaints originated related to this issue and no additional complaints were identified to this part number and lot.